Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A merlin.net transmission revealed noise on the atrial lead. The lead was explanted.